Event description:
A caller reported damage to the pump housing and usb port, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.